Event description:
A malfunction alarm, specifically malfunction code 12, was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur afterwards. The customer was advised to continue using the pump and to contact technical support if the malfunction happened again.